Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful novasure ablation. A day later the pt presented to the emergency room with a high fever. The pt was admitted and the physician stated "the pt's blood work revealed a unique blood infection that wasn't known before the novasure procedure". The pt was given antibiotics which resolved the issue and was discharged home on (B)(6) 2013. It was reported the pt is currently doing "ok". We have been unable to obtain additional information surrounding this event.